Event description:
It was reported that this patient received several electric shocks form this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) reviewed device episode data and found that there was t-wave oversensing (twos) while programmed in the primary vector. Therapy was exhausted during this episode. It was determined that the patient's heart rate was below the programmed shock rate. Ts recommended a treadmill test and testing other programmable vectors. It was noted that this episode occurred while patient was performing heavy work. Device was reprogrammed to secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.